Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an unidentified alarm and the customer's blood glucose (bg) level was 500 mg/dl. The customer went to the emergency room (ER) for diabetic ketoacidosis and was treated with intravenous insulin. After 4 hours the customer left the ER with a bg level of 200 mg/dl. The customer's pump had a low battery when the alarm occurred and subsequently the insulin gauge went to zero. As the contact did not have the pump when tandem technical support was contacted, troubleshooting to determine the type of alarm that was received was unable to be performed.